Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737 (software version: (B)(4)). A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and performed as intended. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that there was an alleged inaccuracy during the case. The site got a 1.5 metric and were accurate superficially. They proceeded with the case, got down to the skull base, checked accuracy, and they were inaccurate 7-8mm in the superior direction. The site aborted navigation at this point because they could identify the tumor. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. It was noted that a medtronic representative made a plan on this patient; the entry point was where the crosshairs were and the target was where the crosshairs should be.

Manufacturer narrative:
A software analysis was initiated. Analysis was inconclusive based on the information provided. The cause of the issue was unable to be determined. If information is provided in the future, a supplemental report will be issued.